Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump display was blank. The customer blood glucose was 8.7 mmol/l at the time of the incident. Troubleshooting was performed. Customer cannot recall the cause of the issue. Customer states the display was not blank less than 30 seconds. The type of battery in use was (B)(6). Customer tried 7 different batteries. Customer declined to troubleshoot the pump for high blood glucose. Customer also reported failed battery test. Customer was advised to discontinue use of the pump and revert to backup plan per healthcare provider instructions. The insulin pump will not be returned for analysis.